Event description:
It was reported that foreign material present in device occurred. It was reported that a farawave catheter was selected for an ablation to treat a persistent atrial fibrillation (peaf). Prior to procedure, debris was observed at the tip of the catheter. The physician was about to insert the catheter into the sheath when the issue was noticed. The catheter was never inserted into the patient catheter was replaced and procedure was completed without patient complications. Product return is expected.